Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. Signs-of-use in the form of what appears to be dried biological material was observed. Visual analysis revealed that the guide wire contained two kinks towards the distal end. No other defects or anomalies were observed. The kink in the guide wire measured 5mm and 30mm from the distal weld. The guide wire total length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle subassembly. The guide wire was able to pass completely through the assembly with little to no difficulty. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained two kinks towards the proximal end. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "(B)(6) 2020, the swg was found kinked during puncture to the patient." No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn #: (B)(4).

Event description:
The complaint is reported as, "on (B)(6) 2020, the swg was found kinked during puncture to the patient." No patient injury, or complication reported. The patient's condition is reported as fine.